Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred while the customer attempted to resume insulin delivery after being disconnected from the pump. Customer's blood glucose was 148 mg/dl. The customer successfully loaded a new cartridge and tandem technical support advised the customer to monitor system performance.